Event description:
Reportedly, on (B)(6) 2025, the hospital requested remote support for smartview connect (s/n: (B)(6)), as no data had been received since august 2025. On (B)(6) 2025, we contacted the patient by phone and attempted a manual transmission. However, even after restarting, the device displayed ¿no signal,¿ so the svc was returned to us. On (B)(6) 2025, we received the svc and performed a functional check. After reinserting the sim card three times, a communication error appeared once. On (B)(6) 2025, a second functional check was conducted, and the same issue was observed. Therefore, we decided to replace the unit. On (B)(6) 2025, after downloading the application to the new svc (s/n: (B)(6)) and completing the pairing process, the operation was successful, and the initial data transmission was confirmed.

Manufacturer narrative:
Analysis of the returned subject device did not permit to reproduce the reported event as the transmitter works correctly. There is no need to replace the sim card or to reboot the device. Review of the extracted files and event logs did not permit to establish any findings regarding the reported event. The most probable hypothesis is that a temporary hardware failure from unknown origin caused the reported behaviour. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2025, the hospital requested remote support for smartview connect (s/n: (B)(6)), as no data had been received since (B)(6) 2025. On (B)(6) 2025, we contacted the patient by phone and attempted a manual transmission. However, even after restarting, the device displayed ¿no signal,¿ so the svc was returned to us. On 2025-10-24, we received the svc and performed a functional check. After reinserting the sim card three times, a communication error appeared once. On 2025-10-27, a second functional check was conducted, and the same issue was observed. Therefore, we decided to replace the unit. On 2025-11-04, after downloading the application to the new svc (s/n: (B)(6)) and completing the pairing process, the operation was successful, and the initial data transmission was confirmed.

Manufacturer narrative:
Since the subject device has not been returned yet, no investigation was performed. Results will be provided on the next report.